Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the monitor display of the ltv1200 ventilator disappeared when the flow of the unit had stopped while on patient. It also had no operating sound when a nurse coped with an alarm from the vent. The patient was provided with alternative ventilation. The customer confirmed that there was no patient harm associated with the reported event.